Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of low pacing lead impedance was confirmed in the laboratory via review of device printouts. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the field event could not be determined.

Event description:
It was reported that low impedance was observed on the device. The device was not used.